Event description:
Info was received that reported a pt was treated by paramedics in 2008, due to an incident of hypoglycaemia. The reporter states he tries to keep his blood sugars in the 100-180 range and that his blood sugars tend to "drop very quickly". He reports labile blood sugars with "lots of lows" that usually occur in the mornings. He reports he had a severe low that occurred 4-6 hours after a meal bolus at about 6:00 pm on the same day. During the hypoglycaemic event the paramedics were summoned and they got a blood glucose reading of 33 mg/dl on their glucose monitor. He was administered IV glucose. The patient recovered and was not transported.

Manufacturer narrative:
MFR completed the entire form. Additional manufacturer narrative: customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.